Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump emitted call service alarms that were unable to be cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 05/08/2014-device evaluation: the pump has been returned and evaluated by product analysis on 04/25/2014 with the following results:a review of the black box showed multiple call service alarms on 11/12/2013. The pump powered on normally during testing and the time and date were accurately set. The pump was able to pass a priming sequence and was exercised successfully with no alarms. The pump cover was opened and no internal defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.